Manufacturer narrative:
(B)(4). Evaluation summary: one unit was received by baxter for evaluation. The reported condition of separated end cap was confirmed. No solvent trace was observed on the housing, therefore, the root cause was determined to be a manufacturing defect. End cap assembly is a manual process, and awareness training was performed to all appropriate employees as corrective action on august 2011. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Baxter received one (1) device for evaluation in (B)(4) master complaint. This complaint is being opened to address conditions discovered during service. Per the evaluation- "one filled unit was received containing no fluid in the reservoir. Visual examination of the unit showed no evidence of separation from the filling port duckbill valve and administration tube set ". However, the end-cap and set-cap were found separated from the housing. No trace of solvent was detected on the end-cap. Additionally, the delivery tubing was noted cut. The cut mark was observed to be jagged, not a smooth cut. The coil tubing inside of the housing was also found cut. The unit. This report will address the separated end-cap. No additional information.